Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not impacted. Reportedly, customer removed obstruction from speaker holes on the back of the pump, issue resolved, and insulin delivery was resumed.